Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 329 mg/dl. The customer was offered to troubleshoot for her high blood glucose but declined and stated that she would call back in.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.